Manufacturer narrative:
Date of event is unknown. This report is for unknown number of unknown screws. Part#, lot# and UDI # is not available. Date of implant is unknown. Date of explant is unknown. This report is for unknown number of unknown screws. PMA/510(k) number is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient was implanted with a distal fibula plate, two (2) 3.5 mm cortex screws (syndesmosis screws) and an unknown type and number of screws to treat a fibula fracture. Reportedly, the patient was experiencing soft tissue irritation post operatively and underwent revision surgery on an unknown date to remove the distal fibula plate and screws. It was noted that both 3.5 mm cortex screws were broken and were embedded in the patient¿s tibia and could not be removed. It is unknown as to when the 3.5 mm cortex screws broke. The distal fibula plate and all other screws were removed. It is unknown if there was any issue with the distal fibula plate and other screws. The two broken 3.5 mm cortex screws remained in the patient for over a year when the patient complained that the medial side of the screws were aggravating and causing pain. The patient underwent revision surgery on (B)(6) 2018 to remove both 3.5 mm cortex screws. The screws were easily removed with no surgical delay. Patient had healed. Routine intraoperative x-rays were taken. The procedure was completed successfully and the patient was reported as stable. This complaint is for the revision because of soft tissue irritation. (B)(4) will capture the two broken cortex screws, pain and revision to remove the broken screws. This report is for unknown number of unknown screws. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a distal fibula plate and an unknown type and number of screws and two (2) 3.5mm cortex screws (syndesmosis screws) on an unknown date to treat a fibula fracture. Reportedly, the patient was experiencing soft tissue irritation and underwent revision surgery on an unknown date to remove the distal fibula plate and screws. It was noted that both 3.5mm cortex screws were broken and were embedded in the patient¿s tibia and could not be removed. Other than knowing they were broken prior to the first revision, it is unknown when the two (2) 3.5mm cortex screws broke. The distal fibula plate and all other screws were removed. There was no reported issue with the distal fibula plate or the other unknown screws. The two broken 3.5mm cortex screws remained in the patient for over a year when the patient complained that the medial side of the screws were aggravating and causing pain. The patient underwent another revision surgery on (B)(6) 2018 to remove both broken 3.5mm cortex screws. The screws were easily removed with no surgical delay. Patient had healed. Routine intraoperative x-rays were taken. The procedure was completed successfully and the patient was reported as stable. This complaint is for the revision due to soft tissue irritation. (B)(4) will capture the two broken cortex screws, pain and revision to remove the broken screws.